Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and hgh bg anomalies are not confirmed. The pump history file lists three (3) boluses on the event date, 3/5/2024, listed below: 03/05/2024 00:26:36.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard . Normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u) 03/05/2024 03:39:08.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard. Normalbolusamountprogrammed: 92000 (9.2 u) bolusamountdelivered: 92000 (9.2 u) 03/05/2024 06:09:58.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard . Normalbolusamountprogrammed: 42000 (4.2 u) bolusamountdelivered: 42000 (4.2 u). There were no auto suspend events on the event date, 3/5/2024. There were no user suspend events on the event date, 3/5/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer¿s current blood glucose level at the time of the event was 230 mg/dl. The customer treated high blood glucose with an insulin pump. Troubleshooting was performed and later it was declined. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was not active at the time of the event. The customer alleges the pump was under-delivering due to the number won't go down even though settings were changed sets changed. No further patient complications were reported. The customer was instructed to discontinue pump use, revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.